Event description:
Nurse was flushing patient's right single lumen PICC line and noted leakage around the bottom of the blue micro clave device where the blue body meets the clear luer-lock tip. Nurse changed the device with no further complications.